Event description:
It was reported that the programmer displayed an error during the boot up process. The caller had started to run the service disk, but only the cursor appeared and was there for the last few minutes. The company representative removed the disk and cycled power and the programmer booted to model select screen. Technical support (ts) had caller re-insert the service disk and cycle power. The previously used service disk was not booting up the programmer. Ts asked the caller to try the service disk on another programmer. The programmer would need to be returned for repair if the service disk was good. The programmer booted correctly to the model select screen. It was further reported that the programmer would not auto-identify implantable devices. It was verified that the correct software was installed. The device was able to be interrogated with a different programmer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).